Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke after sterilization at one end of the connectors. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke after sterilization at one end of the connectors. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d4, g4, g7, h2, h3, h6, h10. The device was returned to the factory on 06/15/2020. An investigation was conducted on 08/18/2020. Signs of clinical use and no evidence of blood was observed. One of the connector collars of the extension cord was pulled off the cable without detachment, exposing the wires and insulation of the cable. The other collar of the extension cable was observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10 corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke after sterilization at one end of the connectors. No patient involvement.